Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion being treated in the index procedure was a 3.5mm, 80% stenosed, 12mm long portion of the proximal right coronary artery (prox rca) with severe calcification and mild vessel tortuosity. The physician performed pre-dilation with guidant voyager balloon and post-dilation with guidant powersail balloon. The physician failed to implant a taxus liberte' 8.8% 3.50x16mm drug eluting stent in the target lesion. The stent detached from the balloon before deployment. The taxus stent remained inside the vessel wall after implementation of a cypher stent, with good results. The second lesion being treated was a 3.0mm, 95% ostial stenosed, y-shaped bifurcated, 18mm long portion of distal circumflex (dist cx) with mild calcification and moderate vessel tortuosity. The physician treated the target lesion with successful placement of a taxus liberte' 8.8% 3.00x20mm drug eluting stent. Pt was administered with mepivacain, aspisol. Heparin, ntg, paspertin, mst, dormicum, and optiray during the procedure. There were no reported complications. The pt was discharged 12 days later on plavix. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.